Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no other reports of this nature were found. Despite repeated attempts, hollister has been unable to obtain further event details from the hospital. The accuracy and validity of this alleged issue cannot be verified.

Event description:
It was reported via a medwatch (mw5076945) from a hospital to the FDA the following: an air leak that was detected on the patient who was mechanically ventilated. The cuff pressure was checked and found to be fully deflated. A damaged area was found on the pilot balloon. The et tube was replaced. The et tube holder was the type with the integrated bite block. The damaged area correlated to the distal end of the bite block.

Manufacturer narrative:
Additional information received on 6/15/2018. The damage was to the endotracheal tube pilot line. It was caused by the patient biting down on the bite block pressing down on the tubing against the teeth. The endotracheal tube was exchanged using a tube changer. The anchor fast guard device was changed out to a new anchor fast without the guard. There was no known evidence of hypoxia, decrease in the patient's pulse ox or change in vital signs associated with this event. There is no evidence that this was a device malfunction.

Event description:
It was reported via a medwatch (mw5076945) from a hospital to the FDA the following: an air leak that was detected on the patient who was mechanically ventilated. The cuff pressure was checked and found to be fully deflated. A damaged area was found on the pilot balloon. The et tube was replaced. The et tube holder was the type with the integrated bite block. The damaged area correlated to the distal end of the bite block.